Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. The root cause of the system error message was due to a failure of the drive train. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive confirmed system error - 139 (unable to hold compression position). The brake gap inspection indicated that the drive train motor brake assembly air gap was out of specification (too wide (0.012 ")), and the brake gap is not adjustable. The drive train needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. No patient involvement.